Event description:
--

Event description:
Boston scientific received information that the pacemaker dependent patient presented to the clinic with noise on the right ventricular (rv) and shock channels leading to non-sustained ventricular tachycardia (vt) episodes. It was noted that the noise was oversensed and lead to pacing inhibition with five to six seconds of asystole. A lead revision procedure occurred four days later. During the revision procedure, the noise was unable to be reproduced. Upon opening the pocket lead connections were tested and found to be secure. No fluids were noted in the header of the device. The field representative noted that the lead integrity also appeared to be good including connector pins, lead body and lead impedance measurements. The field representative discussed the situation with boston scientific technical services (ts). Ts recommended replacement of both the lead and device. Subsequently the rv lead and device were explanted and new products were implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was also returned for analysis. Upon completion of analysis for the lead, the laboratory was unable to determine if there was a connection issue due to the location of the set screw marks on the is-1 pin. Please refer to report number 2124215-2011-20982.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.